Event description:
Pt had a port-a-cath inserted in december 1996. In june of 1997 the stem was found in the vena cava. On july 15, 1997 the wire was retrieved by way of cardiac cath. On july 30 the port-a-cath was removed.